Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer stated that the patient had his pump changed "a couple times" and the device "went bad". An agent tried to clarify, and the patient went on to say that his pump would "roll around" in his body and it came loose. The patient stated that at a refill they could not find the port and the pump was found to be flipped under x-ray. The patient manually flipped it back over. This event occurred " a couple months" after replacement in (B)(6) 2024 and may be pursuing options to try to resolve this. Redirect the patient to a healthcare provider.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on 2024-01-16 from a consumer regarding a patient receiving an unknown drug via an implantable pump. The in dication for use was non-malignant pain. The patient reported that he was very frustrated with attempting to make a connection to the pump with his current tm90 communicator. The patient could make a connection on the call but then tried again while on the call and the tm90 did not connect after that. The patient stated this worsened starting last week jan 24. The patient also stated it also does not hold a charge well. An email was sent to the repair department for a replacement device. The patient reports not being able to connect to the pump without trying multiple times with lots of time to try to connect. No patient injury reported. Additional information received on 2024-01-22 from the patient indicated that the patient was at their healthcare provider's (hcp) office "the other day" to have the pump filled and they found out that the pump had flipped. They couldn't fill the pump after two attempts and then they noticed that the pump had flipped. They had to manually flip the pump back in order for them to fill it. The patient confirmed that they hadn't charged, paired, or used a recently received new communicator due to the current communicator "working better and quicker" for them. The patient planned to charge and pair the replacement communicator, continue working with their hcp and call back for assistance as needed. The pump was used to deliver dilaudid (hydromorphone). Dose and concentration information was not reported.